Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The loading unit was received fully applied and the interlock was engaged. The cartridge cover was disengaged and not received with the unit. Additionally, the knife blade was missing from the loading unit. Functionally, a test single use loading unit(sulu) from lot was loaded into the device. The test sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device did not fire. They also noted that they could not move the black pusher thumb. The device was treated and it suddenly fired. There was no patient involvement.